Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately to severely calcified right distal superficial femoral artery. Following the atherectomy, a 6.0 x60, 135cm charger balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another 6mm x 60mm x 135cm charger balloon catheter. There were no patient complications reported.